Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d6b, g2, h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced. Capsulectomy was performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured to smooth implant exchange and an unknown side rupture" this is for an unknown side. The device remains implanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced. Capsulectomy was performed.